Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6)2017 that on (B)(6)2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and passed. The receiver failed to charge and reboot. With a "call tech support" error observed on the screen. The receiver log was downloaded and evaluated with no related errors observed. The reported event of initializing screen without manual restart was not confirmed during log review. The root cause could not be determined.